Manufacturer narrative:
Device was used for treatment, not diagnosis. Only patient¿s (B)(6), was reported. This report is for one unknown screw. Part and lot numbers were not provided by reporter. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported an event (B)(6) as follows: it was reported that a patient involved in a proximal femoral nail antirotation (pfna) augmented clinical trial experienced a loosening of a screw. The initial date of implant was (B)(6), 2013. Part numbers were not provided by the reporter; however the pfna the length of pfna was 200 mm, length of blade 95 mm; distal nail diameter 10 mm and implant angle 130 degrees. The nail type was locking, distal, and static. Additional information regarding the complained screw and/or other hardware implanted was also not provided by the reporter. It was reported that the surgeon did not ream the shaft, nor was the fracture directly manipulated. Fluoroscopy was performed during the implant procedure. The screw loosening occurred greater than one month and less than three months postoperatively (exact date not reported). There was no report of revision surgery and additional treatment was also not specified. The patient reportedly recovered without persistent damage on (B)(6), 2014. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.date of this report, (B)(4), 2015, was mistakenly omitted from the initial medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.